Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome and right heart failure could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. The patient expired on (B)(6) 2018 while on hospice care at home. It was reported that the patient had right ventricular failure; however, the specific cause of death or details surrounding the patient¿s expiration were unknown. It was reported that the patient outcome was not considered to be device related and the device operated as expected. It was reported that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13jul2015. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the report of heart failure could not be conclusively established through this evaluation. The patient reportedly expired on (B)(6) 2018, due to heart failure. The serial number and disposition of the heartmate 3 lvas were not provided; the device associated with this record has not been returned for evaluation at this time. No photos were received for evaluation. Multiple requests for information were made, including information regarding the patient, heartmate 3 lvas, and details associated with the event; however, no further information was provided. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient was with hospice and passed away at home. Other than knowing he had rv failure the vad team didn¿t know the specific cause of death or the details. The death was not considered device related. The device operated as expected. The device will not be returned for evaluation.

Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to heart failure.